Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that patient has residual astigmatism from using system recommend intraocular lens. Some corneal edema was noted. Intraocular lens (iol) was explanted and a new iol was inserted.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported an unexpected refractive outcome with a patient that had received a toric intraocular lens and used intraoperative aberrometry. Upon follow up, the doctor is waiting on the patient's corneal surface issues to resolve.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. Patient has some corneal dryness issues. Doctor is waiting for issues to resolve before deciding if an explant is needed. Upon additional follow up, an intraocular lens (iol) exchange is planned. Iol will be placed at two degrees.

Manufacturer narrative:
A company clinical applications specialist (cas) reviewed the images and information. The surgeon chose to use manual keratometery (k) readings. Pre-operative astigmatism ranged from .91 to 2.29 with axis ranging from 90-103. The cas was unable to obtain pre lasik measurements or treatment results. The cas reviewed the images and noted that the surgeon obtained four (4) measurements with good quality measurements. The keratometery (k) measurements varied, ranged from .77 to 1.54 with axis from 129-138. The surgeon chose to use the +1.43@129 measurement, which recommended a +22.00 and same toric power as the pre-operative plan. The surgeon changed the intraocular lens (iol) power from +21.50 to +22.00. He used the system recommended axis of 129, the pre-operative axis was 100. The surgeon placed the iol at the system recommended axis. The images noted good exposure, centered fairly well. Some corneal edema, which could have altered the axis. All captures looked about the same. The surgeon took nine (9) pseudophakic measurements. All captured iol's had a lens tilt and the fringe pattern looked muddled. The iol and toric power agreed with pre-operative plan, however, the axis was different. The surgeon chose to use the system axis. The amount of residual astigmatism could be due to lens tilt and axis difference. The patient underwent an iol exchange. The +21.50 iol was implanted. The system picked the axis at 139 instead of the pre-operative keratometery (k) of 94. The surgeon used the pre-operative axis this time. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).